Manufacturer narrative:
On july 28, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. An area of missing material was also observed within the crease/fold and extending to the anterior view, measuring approximately 1.6 cm x 3.6 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 25, 2020, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number: 3505400; serial number: (B)(6) on the right side, and with catalog number: 3505400; serial number: (B)(6) on the left side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, mentor became aware that the baker grade was IV and rupture on the right side. As a result, the device will be explanted on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with a 375cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade unknown postoperatively. On (B)(6) 2020, mentor became aware that the baker grade was IV and rupture on the right side. As a result, the device will be explanted on (B)(6) 2020.